Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found that the printed graphics were worn. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the control of the kit fzg858ns4, it was discovered that the flocking was going away.